Event description:
It was reported that the customer received a compromised force sensor system alarm on the insulin pump while trying to do an insertion site change. The customer's blood glucose was unknown. Troubleshooting was done. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The pump gave an alarm during the prime test due to a faulty force sensor. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.